Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A defect in the field of vision giving shadow effect was confirmed. Additionally, a gap of adhesive on the distal end/ stain entered the inside of the lens through the gap. The gap was between the acoustic lens and the ultrasound probe. During the device evaluation, the following was found: the suction cylinder was deformed. Due to damage on the ultrasonic cable and probe, displayed ultrasound image was defective with missing elements. Adhesive around the light guide lens had wear. Due to wear of the angle wire, the play of the right/ left knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a defect in the field of vision giving a shadow effect. It was unknown when the event took place. During testing and inspection of the returned device, it was discovered that there was a gap between the acoustic lens and ultrasound probe. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.